Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the low battery message was not determined. The most likely cause of the issue was due to the age of the battery. Steps taken to resolve the low battery message was they talked to the doctor nurse step being taking to replace the battery at a future date. The issue was not yet resolved. On (B)(6) 2026 additional information was received from the patient. They reported that the cause of the low battery message was unknown. The most likely cause was due to the age of the battery. Steps taken were they had an appointment to see their doctor on (B)(6) 2026. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient wanted to know if their bladder stimulator was MRI compatible. The agent reviewed information and walked the patient through activating MRI mode. The troubleshooting steps that were taken on the call resolved the issue. The caller mentioned that they were seeing a low battery message. The caller stated that they were told the ins would last 15 years. The agent reviewed ins battery longevity and redirected the caller to the healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back regarding previously reported events. Patient stated that their ins battery is low, and they were seeing "internal battery is low" message, and wanted to know what is the actual ins battery percentage. Agent redirected them to the hcp to have the ins battery checked. Agent also walked them through putting their device into MRI mode again.